Manufacturer narrative:
Product analysis: analysis was unable to confirm the customers comment that the programmer's analyzer was not functioning properly. The device passed all final functional and system tests. No other anomalies were found. The hard drive was reconfigured and the software reloaded as preventative. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's analyzer was not functioning properly during an implant procedure. The programmer was changed out in order to complete the procedure. The programmer was returned for service. There was no patient involvement.